Event description:
Foreign matter (hair) was found in the package before use. User training schedule is unknown. There was no surgical delay. This is not the patient related matter which occurred before the surgery.

Manufacturer narrative:
The malis tubing set was returned unopened and in the original packaging. Product code is 80-1189 (malis tubing set). The lot code provided was 449672. Since the lot number was provided, the production record for the returned item was reviewed. The record was complete and no non-conformances were found. The product was re-inspected and did not pass the visual and tappi inspection requirements. In reviewing the returned item, foreign matter (like a hair) was found in the outer barrier for the unopened package. The exact root cause could not be determined. The malis tubing set was returned unopened and in the original packaging. Since the lot number was provided, the production record for the returned item was reviewed. The record was complete and no non-conformances were found. The operators were re-trained. Any additional complaints for malis tubing sets will be monitored. No further actions are required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Device is under investigation.